Manufacturer narrative:
Device evaluation: the original lens case, original folding carton, patient stickers, patient ID card, implant ID card, and dfu were received. Additional documentation was also received. No complaint lens was received, and therefore no product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed one complaint issue reported but is not related; therefore, no further escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed from the patient's right eye as it was observed with a broken haptic after it was fully inserted into the eye. Patient was reportedly doing great. No further information is available.

Manufacturer narrative:
As part of an internal review of our mdrs it was identified that the code '2199 - no health consequences or impact' provided on the initial report needs to be corrected. The correct impact code is 4627 - device explantation as the lens was reported removed. The following section has been updated accordingly: section h6: health effect - impact code 2199 no health consequences or impact no longer applies and is replaced with 4627 - device explantation. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.